Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the system, with blood glucose rising to 370 mg/dl for approximately 2.5 hours and device alerts for readings above 300 mg/dl for over 90 minutes; the user noted recent winter weather storage conditions for insulin and increased infusion set changes, including one insertion with blood, and later reported filling the cartridge by eye above the 1.8 ml capacity, which likely caused leaking. Symptoms included thirst. Outcomes included no use of backup therapy, no medical intervention, no assistance required, and no hospitalization. Investigation included review of user feedback, troubleshooting, and education on proper cartridge fill technique and infusion set management. Investigation of this case revealed user technique issues related to overfilling the cartridge leading to suspected leakage, with hyperglycemia as the associated event; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing user technique factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.